Event description:
It was reported that the patient's lead was fractured. The physician did use a non-compatible anchor to secure the lead. In turn, surgical intervention was undertaken wherein the lead was explanted. No further information is available.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.